Event description:
It was reported the catheter was leaking. The device was replaced. It was reported "the patient was in bad condition before the complaint happened, no patient harm caused by the leakage''.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was leaking. The device was replaced. It was reported "the patient was in bad condition before the complaint happened, no patient harm caused by the leakage."

Manufacturer narrative:
Qn# (B)(4). The customer provided one image for analysis. Visual analysis revealed what appears to be a hole on the catheter body. The customer also returned one, 3-lumen cvc for analysis. Signs of use were observed on the catheter body. It was also noted that the catheter body was intentionally severed adjacent to the 15cm marking. Visual analysis revealed that the catheter body contained a hole. Microscopic examination revealed that the edges of the hole were smooth and uniform. Additionally, no scratch marks were observed around the hole. The hole in the catheter body was located 28mm from the juncture hub. The total catheter body length 218mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 2.41mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to all three of the extension lines and flushed. When flushing the distal extension line, water was observed exiting the hole in the catheter body. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". Manufacturing (h radec facility) was contacted as part of this complaint investigation. They requested that the sample be sent to them for additional analysis. Analysis at the hradec facility concluded that the defect appears consistent with damage due to unintentional use error. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leak in the catheter body was confirmed through complaint investigation. Visual analysis revealed a hole in the catheter body. Fluid leaked from this hole only when flushing the distal extension line. Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the defect occurred during use and the comments from manufacturing, the root cause for this compliant is likely unintentional use error related. Teleflex will continue to monitor and trend for reports of this nature.